Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record review was requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of this screwdriver broke off while inserting a 7.3 mm cannulated screw. The issue happened during a ankle fusion procedure on (B)(6) 2018. All the broken pieces were retrieved without any additional medical intervention. The procedure was successfully completed with the help of another screwdriver from an additional tray. There was a delay of approximately one minute to get another screwdriver. The patient was reported to be fine. Concomitant device (s) reported: 7.3 mm cannulated screw (unknown part and lot number, qty # 1), cannulated; screwdriver (unknown part and lot number, qty # 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records (DHR) review was completed for part# 314.23, lot# a4ju494. Manufacturing location: brandywine, release to warehouse date: may 18, 1999. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The cannulated hexagonal driver was received at us customer quality (cq) with a broken distal tip. Fragments were not returned. The complaint condition was visually confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the devices were returned broken and missing pieces. Review of the device history record (DHR) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. Relevant drawings for the returned device were reviewed. Dimensional analysis was performed at the breakage region. The cannulation inner diameter of the distal hex tip was measured as ø2.94 mm at cq (best fit gauge pin gp29) which falls within the specifications of ø2.9mm +0.1mm. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. While no definitive root cause could be determined, it is possible that the age of the returned multi-use device (19+ years old) or any unintended forces during usage could have contributed to the complaint condition. No new malfunctions were observed during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.